Event description:
As reported via legal documentation the patient had a right knee replacement (B)(6) 2019. After the surgery the patient is experiencing significant pain, clicking and tightness in the right knee. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: 5018019105, a10012 - gps implant kit v2. 5842223, 204-70-00 - tibial stem ext. Screw. 5896424, 02-022-45-4050 - truliant tib fit tray cem sz 4f / 5t. 6086351, 200-02-35 - three peg patella 35mm. 6179396, 02-012-60-1425 - logic stem ext 14mm x 25mm. 6214421, 02-020-11-0340 - truliant ps cem fem ps cem right sz 4. Pending investigation.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected health effect, medical device, component, and investigation clinical codes.